Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 12/18/2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately. On 01/05/2010, the medical surveillance specialist (mss) spoke with the patient and obtained additional information included below. The patient provided the mss with the following information: she takes nph insulin nightly around 9:30 pm and humalog insulin 3 times a day by sliding scale at mealtimes. On a couple of occasions, 2 to 3 months ago, she tested with the subject product and obtained high readings around 600 mg/dl. The patient did not recall the specific dates and times of the incidents. Based on the high readings, she gave herself extra humalog insulin per her sliding scale regimen, and within 30 minutes, she began to feel shaky and obtained a reading in the 70 to 100 mg/dl range. She treated herself by drinking orange juice or pepsi. The patient did not have the meter with her when she spoke with the customer service representative; therefore the csr could not document the meter serial number or complete troubleshooting. The patient told the mss that she threw the meter away when she received the replacement meter in 2009. This complaint is reported because the patient alleges that she took insulin based on inaccurately high readings on the lfs product and became shaky within 30 minutes afterward. She claims she treated herself with supplemental beverage.